Manufacturer narrative:
Additional information: d10, h3, h6. H10: three (3) samples were received for evaluation. A visual inspection was performed with the naked eye noted a stuck tubing between the occlude foot. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that minicap transfer set leaked from an unspecified location. This was observed after transfer set replacement when the nurse flushed the transfer set with saline water. There was no patient injury or medical intervention associated with this event. No additional information is available.